Event description:
It was reported when using the bd pyxis¿ medstation¿ es, a cubie failed due to being overfilled. The customer reported that the malfunction caused delay in dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was overstuffed and unable to open. A field service engineer (fse) took the system down to the hardware test application, opened the cubie by issuing a command through the application, and applied pressure on the lid, then released it to open the cubie to resolve the issue. Then, the customer tested pocket functionality. The system functioned as intended after the field service engineer repaired the device.